Manufacturer narrative:
No physical damage to connector pins, cow catcher, or case was noted per visual inspection. No traces of moisture / contamination were noted at connector per visual inspection. Unit was able to charge properly. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the insulin pump and transmitter and, lost sensor alarm. The customer reported hypoglycemia, which did not require treatment. The customer reported that the cause of the event was unknown and nothing was identified in troubleshooting. The event involved product(s) mmt-1884l, mmt-7841zn. The customer requested assistance with pump programming. Assisted the customer with the requested programming. The customer reports being unable to pair the transmitter with the pump. The pump and transmitter would not pair after troubleshooting. The customer called for an issue not covered by existing troubleshooting guides. The customer reported low blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further complications were reported. Mmt-1884l was requested, and the customer responded that the device would be returned. Mmt-7841zn was requested, and the customer response was that the device would be returned.